Event description:
Pt contacted dexcom customer service to report that she hit a guard rail during a period of hypoglycemia. An ambulance responded and pt was treated with glucose, but was not taken to the hospital. Pt reported that her finger stick blood glucose was in the 30's mg/dl, but she did not know what her cgm reading was. Pt reported that she was on her 9th day of sensor wear, even though she stated that she knew the product was only approved for 7 days. Pt will not provide additional info to dexcom technical support out of fear that they will contact law enforcement and her driver's license will be revoked. We, therefore, consider this report complete to the best of our knowledge.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.